Event description:
Revision surgery performed 1 year and 4 months after the primary due to instability. The surgeon revised the insert (10mm to 14 mm) and the surgery was completed successfully.

Manufacturer narrative:
Clinical evaluation performed on 19-aug-2022: one year after primary cemented tka, joint instability requires to exchange the tibial insert to a thicker one. Secondary developmental instability is a known, possible progression of disease following tka, described in literature. In many cases, a thicker insert can solve the problem, if the ligament laxity stops from progressing further. This reoperation was not due to a defective device.